Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A facility reported that the trocars were really blunt at the opening and were unusable during a procedure of the left eye. The product was changed and there were no patient consequences.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. One opened trocar handle/blade assembly was received with the tip in foam in an envelope for evaluation. The sample was visually inspected and was found to be nonconforming with a damaged tip. Penetration testing could not be performed due to the damage of the sample. The exact root cause could not be determined from the investigation performed. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective cap, improper handling, or contact with another instrument during surgery or set-up. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All trocar blades are 100% inspected. Any nonconformances, such as damaged tip, are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).